Event description:
Investigated concerns with reporter, the clamps come in a pan, and are inspected by the scrub prior to use. The scrub could not remember if the tip of the (mosquito) clamp was intact upon opening the instrument pan. The clamp was not used on the pt. Since the broken tip of the clamp was unable to be found, an x-ray of the left knee and tib / fib was obtained, there was no radiopaque foreign body seen. FDA safety report ID# (B)(4).